Event description:
It was reported that the right ventricular (rv) lead high voltage impedance has been fluctuating for the past 80 weeks. Recently there was a lead warning for high impedance. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Daily high voltage lead trend data shows an increase for max defib active can on impedance of 54 to 102 ohms range between (B)(6) 2011 and (B)(6) 2013. (B)(4).